Manufacturer narrative:
The returned device was evaluated and performed as designed. A bent cannula was noted; however, the pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported hyperglycemia.

Event description:
It was reported that a patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
Correction made from the initial MDR where it stated that the cannula was bent. Should have been documented as follows: the returned device was evaluated and performed as designed. No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. No other defects or deficiencies were identified during the investigation. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.